Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a hospitalization due to low blood glucose levels. The customer's blood glucose level ranged from 1 to 7 mmol/l. The customer treated with food. The customer was unable to maintain his blood glucose levels. The mother stated that the basal rates were reduced. The mother performed the displacement test and it passed. The caller reported that the device was exposed to an x-ray machine. After troubleshooting, the mother requested that the device be replaced. The caller was informed to return the device for analysis.